Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump monitored for several days and no blank display noted. No button error alarm during testing. The insulin pump had an unresponsive buttons due to corroded keypad traces. The insulin pump was unable to verify operating currents due to unresponsive buttons. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.